Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. Customer loaded a new cartridge to address the issue. Additionally, it was reported that a minimum fill notification occurred. Customer declined to continue troubleshooting with tandem technical support on this issue; therefore, no additional information was known or reported. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.